Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent low blood glucose events while using the ilet, including a documented low of 54 mg/dl, and customer support identified that missed meal announcements likely led to postprandial overcorrection by the system. Symptoms included none reported during the hypoglycemic event. Outcomes included correction with oral glucose tablets without the need for assistance or medical intervention. Investigation included review of device reports and user operating practices with troubleshooting and education provided regarding consistent meal announcements to mitigate large postprandial excursions and subsequent automated correction. Investigation of this case revealed user-related use error associated with missed meal announcements, with device performance consistent with design and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.